Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt presented with respiratory failure, a contained rupture of the aortic arch, and a descending aortic dissection. (B)(6) later he underwent surgery to replace the aortic arch and repair the dissection. During the procedure, two aortic arch tears were found, with what the physician described as a huge cavity of blood posterior. A gore tag thoracic endoprosthesis was placed distally to cover the dissection entry tears. There was still profuse bleeding from the distal aorta, however, and the stent-graft was explanted. The distal descending aorta was then surgically repaired. After the procedure, the pt was transferred to intensive care, still edematous and bleeding. He became increasingly unresponsive to pharmacologic support, and expired that night.